Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) accidentally cut off her transfer set with scissors after therapy on a home choice (hc). The technical service representative (tsr) advised the hp to call the registered nurse (rn) and if the rn was not available to go to the hospital. The hp put a clamp on the line and covered the end of the line prior to calling the tsr. The hp would call back if any problems or questions. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is confirmed. The cause is undetermined. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review was performed. A labeling review found the labeling to be adequate for the use/user error identified in this incident.